Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. B5 was also updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the issue was able to be resolved via troubleshooting, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue was resolved through troubleshooting with the sales representative.

Manufacturer narrative:
The device was not returned to olympus and the investigation is in process. A definitive root cause of the reported event cannot be determined at this time. The reporters occupation is unknown at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the visera 4k uhd camera control unit had two monitors hooked up and the second monitor powers on but does not show an image.